Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that this device has been displaying battery status fluctuations. A measurement was taken with a programmer that stated there is less than 6 months remaining. A magnet was applied which was at 100 bpm indicating beginning of life. Since this patient is pacemaker dependant, the health care practitioner was concerned that the device was depleting prematurely. To date, there have been no adverse patient effects reported.